Manufacturer narrative:
Additional information was received that the dissection possibly occurred when the dcs was pushed through the area where considerable resistance was noted. Calcification was present, there was also possibility that the dissection was caused by calcification. It was also reported that the pericardial effusion was pre-existing, and no significant change had been observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: vascular complications such as dissections and pleural effusions are listed in the device instructions for use (IFU) as potential adverse effects, and can occur during any percutaneous intervention. The imaging provide for this event confirms there is a good valve load at the start of this case. It is confirmed that there was difficulty passing the dcs through the patients anatomy and a wire exchange was performed after removing the dcs from the body. There is no imaging confirming the pleural effusion. The images do confirm that after the full deployment, a dissection was occluding the vessel. The imaging provided also confirms a self-expanding stent was deployed in the area of the dissection and the angiogram confirms there is patent flow through the vessel. Dissections and effusions are typically related to patient factors (tortuous anatomy, calcification, comorbidities, etc.), and/or procedural effects (guidewire management, user technique, etc.); it is possible that the reported patient calcified and tortuous anatomy may have affected advancement of the device through patient's vessels, but an assignable root cause cannot be determined at this time. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve via the subclavian approach. There was difficulty advancing through the tortuous anatomy. The guidewire was exchanged and the delivery catheter system (dcs) advanced. Hypotension was noted and a pericardial effusion was suspected. The dcs was withdrawn and a pleural effusion was noted by echocardiogram. A subclavian artery dissection was identified at the tortuous site and a covered stent was implanted. A second dissection was observed at the aortic arch ostium of the subclavian artery, but no intervention was required. A thoracentesis was performed and a thoracostomy tube was inserted to drain the pleural effusion. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.